Manufacturer narrative:
Concomitant medical products: 5554-45 lead, implanted on (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a routine change out procedure the right ventricular (rv) lead exhibited high and undefined impedance and a pacing failure. Following fluoroscopy a loose pin was suspected. The pocket was reopened and diagnostic testing performed. The rv lead and ipg remain in use. No patient complications have been reported as a result of this event.